Event description:
It was reported that during the surgery while implanting the tunnel, the cluster of the loop broke. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
One 20mm cl ultra endobutton was returned for evaluation. Visual assessment of the device confirmed the cl (continuous loop) has broken. The break area is a clean cut. Examination of the endobutton showed it is marred removing some of the coating. No burrs or sharp edges were observed that could have contributed to the failure of the cl. This investigation could not identify any evidence of product contribution to the reported complaint.

Event description:
It was reported that during the surgery while implanting the tunnel, the cluster of the loop broke. No additional bone hole was made and the pieces were removed from patient. A backup device was available to complete the procedure with no significant delay or patient injuries.